Event description:
The patient had a skeletal jaw deficiency. The patient underwent a le fort I maxillary segemental osteomtomy, ivro, intraoral vertical ramus osteotomy, mandibular osteotomy, and a bilateral temporary tarsorrhaphy suture for corneal protection. During the surgery, the surgeon used a stryker command 2 drill for the bilateral osteotomy. When the surgeon was cutting the bone, the reciprocating blade also cut other parts of the patient's mouth. The surgeon requested a replacement drill and handpiece to prevent this from occurring again. The surgical procedure was completed without further complications. The patient was extubated in the or, operating room, and taken to recovery in stable condition, having tolerated the procedure without apparent complication.